Event description:
Health care professional reports a cracked venous header noted during end of pt treatment. Health care professional reports estimated blood loss of 200cc. Health care professional reports the dialyzer was reused 11 times prior to this report. Health care pfofessional reports no pt injury or medical intervention required.